Event description:
Procedure type: unk. According to the reporter: during use, a part of seal fell into the pt's cavity and was retrieved immediately. The procedure was completed with another. No tissue damage. No bleeding. Extended or time: unk. No pt injury was reported. Pt status: ok. No further pt info available.

Manufacturer narrative:
Date initial report sent: 12/08/2008.